Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD), two myocardial unipolar leads (4312) were capped and removed from service due to poor sensing.